Manufacturer narrative:
Unit received with no (escape, act and up) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.